Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Customer support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to call back if the malfunction occurs again.